Manufacturer narrative:
(B)(4). Additional information: was a cholangiogram performed during the procedure? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was firing the first five to eight clips on the cystic duct and the clips were malformed open gap and scissored in form. They fell off of the duct and would not hold on the tissue. The clips were removed through the trocar and a second device was used to complete the procedure. They used no torque or force to fire. No clips or staples were in the area at the time. The surgeon was firing the device.